Event description:
The caller reported that the pt was intubated in the operating room at 10:10 and one hour later, the cuff on the endotracheal tube spontaneously deflated. The deflation was detected with alarms, and an audible leak that was heard. The anesthesiologist tried to re-inflate the cuff, but it would not hold pressure, so the pt was extubated and re-intubated with a new unspecified endotracheal tube without compromise. The pt status was reported as recovered.

Manufacturer narrative:
Return of the endotracheal tube for failure investigation was requested.